Event description:
It was reported via repair work order that the brakes could not remain engaged due to damaged brake cam, damaged brake rod and worn casters. Also, the side rail could become unlatched during use due to missing latch handle. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.